Event description:
It was reported that the customer recently experienced diabetes ketoacidosis and was hospitalized. The blood glucose reading was 491mg/dl. It was also reported that the customer was experiencing nausea and vomiting. It was stated that the customer changes the infusion set every three to four days. Troubleshooting was performed. Ran a fixed prime and high pressure test and the device passed the tests. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.